Event description:
Customer called to report the insulin pump wasn't delivery insulin during the bolus process. Blood glucose reading was 300 mg/dl. The customer stated only a drop came out when he attempted to deliver a bolus. Customer had a back-up plan. Advised to call back for troubleshooting when there was time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.